Manufacturer narrative:
(B)(4): estimated date (reported as year of birth (B)(6)) guide wire: choice, whisper. Atherectomy device: boston scientific cutting balloon. The stent delivery system (sds) was not returned. Factors which may contribute to resistance during retraction include, but are not limited to, manufacturing, stent implant outer diameter, damage to the stent implant, kinks, bends, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. To help ensure this difficulty is not related to a manufacturing deficiency, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps during the manufacturing process for stent damage. It was reported the patient anatomy was heavily calcified, which likely contributed to the reported resistance. In this case, it is likely an interaction with the lesion/anatomy during advancement may have resulted in an interaction with the stent implant that could have caused damage and loosened/moved the stent on the balloon. In this case, the reported difficulty removing the sds and the loose stent appear to be related to the operational context of the procedure. The reported dissection is a known adverse event listed in the vision instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that after pre-dilatation using a non-abbott cutting balloon, an rx vision stent delivery system (sds) was advanced to the moderate to heavily calcified lesion in the ostial to proximal circumflex artery. The sds was pulled back to remove for repositioning when resistance was felt. Fluoroscopy showed the stent had caught on calcium in the ostial lesion and had moved partially from the balloon. The stent was, therefore, deployed in the ostial circumflex, still completely within the target lesion. A dissection was seen at the distal edge of the lesion and was treated with implantation of a non-abbott stent. Ivus showed stent placement was good in both the index lesion and the dissection. There was no adverse patient sequela. Though requested, no additional information was provided.